Event description:
It was reported that the patient had a loss of therapeutic effect and "needed her implantable neurostimulator (ins) changed." It was stated the patient had a lot of migraines and had a "major surgery" in (B)(6) 2012. It was also stated the patient wasn't able to turn on her ins since (B)(6) 2012. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 749851, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999. Product type: programmer, patient: product ID 7434, serial# (B)(4), implanted: (B)(6) 1999. Product type: programmer, patient: product ID 3487a, lot# l65021, implanted: (B)(6) 1999. Product type: lead: product ID 3487a, lot# l65021, implanted: (B)(6) 1999. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).